Manufacturer narrative:
The reported event was unconfirmed since the reported failure could not be reproduced. The device did not fail to meet specifications. The product was used for treatment purposes. Visual evaluation of the returned sample noted one opened (without original packaging), used (note yellow discolor present at vent) center entry drain bag with the inlet tube and connected sample port connector. Visual inspection of the sample noted no obvious visible defects. The bag was filled with methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) through the inlet tube and into the reflux chamber with no flow issues. The filled bag drained through the outlet tube as intended. No flow issues were noted. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿to empty bag: a. Remove outlet tube from housing; gently squeeze connector arms and pull tube from housing. B. Release clamp and empty bag. C. After emptying, reclamp outlet tube and slide connector into housing until connector arms engage. Note: if specimen is required, see directions for using urine sample port. 6. Periodic observations of this system should be made to ensure that urine is flowing freely. If a standing column of urine is observed, check for correct positioning of bag and then for a physical obstruction. If correct positioning or removal of physical obstruction does not allow free flow, the bag may have to be changed. 7. If bag is not positioned correctly, urine may bypass the meter and go directly to the bag. Reposition bag as necessary. Directions for using bard ez-lok® sampling port: bard ez-lok® sampling port accepts a luer-lock or slip tip syringe. 1. Kink drainage tubing a minimum of 3 inches below the sampling port until urine is visible under the access site. 2. Swab surface of site with antiseptic wipe. 3. Using aseptic technique, position the syringe in the center of the sampling port. The syringe should be held perpendicular to the surface of the sampling port (at approximately 80-100 degree angle). Press the syringe firmly and twist gently to lock the syringe onto the sampling port. Note: improper penetration technique could cause formation of a drop of urine on the surface of the sampling port. Periodic observation of the sampling port is recommended. 4. Aspirate desired volume of urine. 5. Unkink tubing and send specimen to laboratory." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the drain bag valve did not allow urine to flow. No medical intervention was required.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the drain bag valve did not allow urine to flow. No medical intervention was required.